Event description:
It was reported that the patient presented in clinic due to receiving a shock from the device. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.